Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to wavelet detection. Analysis of the device memory had an observation relating to vt detection. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had symptomatic ventricular tachycardia (vt). The implantable cardioverter defibrillator (ICD) detected slow vt as supra ventricular tachycardia (svt) and due to wavelet matching anti-tachycardia pacing was not delivered. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.